Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with severe tortuosity. The 3x38mm esprit btk scaffold was advanced to the target lesion and the scaffold was implanted; however, during removal of the delivery catheter a separation occurred. Therefore, cut-down surgery was performed to remove the separated portion. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.